Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampon broke into pieces like cotton... String separated [device breakage] case narrative: reporter indicated via email that the tampons broke while her friend was using them. No injury was reported.